Event description:
The procedure was performed: the vein graft was cannulated without too much trouble. The guide position was not solid because of the severe superior take-off of the graft. There was a pre-existing stent in the mid portion of the graft and a long segment (about 20mm) of stenosis in the proximal portion of the graft graded at about 95%. A 5mm spider fx was positioned with the mouth just distal to the old stent. The old stent was slightly narrowed, so it was assumed that the struts were not exposed to the vessel. Delivery and placement of the spider was excellent as was the delivery and placement of a stent in the proximal portion of the graft. The blue (retrieval) end of the catheter was inserted over the wire to recover the spider and it was assumed that as the blue end was delivered, the spider was also pulled back so that it became lodged somewhere in the struts of the old stent. The recovery catheter was not able to travel beyond the proximal marker of the filter. The decision was made to use the green (delivery) end of the catheter. That also as not able to recover the device. The same attempt was made with a bent-tip retrieval catheter and another catheter. During this, it is believed that the guide pushed into the graft and pushed the new stent, shortening it to about 10mm. A balloon was used over the spider wire to try and dislodge the mouth of the spider from inside the stent. Next, 2 buddy wires were inserted and a microsnare was delivered. They were able to snare the nitinol tip of the spider, but when it was removed, the tip had unraveled and detached from the spider. The last attempt was with a, steerable tip, catheter. This was delivered to the proximal marker of the spider and manipulated to release the mouth of the filter from whatever it was caught on. Multiple attempts were made to pull the filter back or push it forward to release it from inside the stent. In the end, the physician made a last attempt to pull forward the device from the patient without retrieving it first. A great amount of force was necessary, but the spider came out intact. This avoided surgery, but the graft was not able to be re-wired and was considered lost. The doctors in the case noted that the top of the mouth of the filter looked like it had "crowned". This led them to postulate that the loop had caught on the exposed strut of the old stent, preventing it from moving proximal or distal to aid in recovery of the device.